Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with cracked window corner, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer called in to report that she was hospitalized for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level is 500 mg/dl. The customer reported that her device was experiencing some issues. Her device was receiving frequent motor errors and intermittent no delivery alarms. She stated that the loose motor support disk was protruded or sticking out. We advised the customer to discontinue use of the device and to retreat to a back up plan. Troubleshooting was performed on the device and it was found that the caller's basal rates and bolus wizard settings were correct. The caller stated that the no delivery alarm was resolved by a complete infusion set change. No further information was reported.